Event description:
This device was used as a backup to the device used during the event reported on medwatch 3015876-2000-00187. The reported malfunction was that the lifepak 12 defibrillator/monitor series would not deliver a countershock to the pt. The combination electrodes used with the lifepak 12 were left on the pt and the lifepak 11 defibrillator pacemaker was connected to the pt and the reporter allegedly observed a lack of delivered defibrillation energy. The observation was based on a lack of skeletal muscular response from the pt. The rptr stated that the report event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.